Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the receiver displayed an out of range signal. No additional event or patient information is available.